Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 1 mg/ml at 0.1 mg/day via an implanted pump for non-malignant pain. It was reported a catheter revision occurred and it was asked, but unknown when the event/difficulty occurred. On (B)(6) 2018, the pump segment was removed, and the spinal segment remained implanted, but not in service. The return status was noted as ¿no return, still in use¿ and the product was replaced with an 8780. The patient complained of not getting sufficient pain relief and denied any falls or injury. The doctor did a dye study and was unable to determine if there was a kink or a leak. Actions/interventions included replacing the catheter and the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was (B)(6) and the medical history was asked, but unknown. The patient¿s status at the time of this report was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the physician did not want the catheter analyzed or sent in. It was sent to pathology as per hospital protocol. The physician felt it was best to place a new catheter and tied off the old one in the pocket, so the old catheter was still implanted but not in use. A new 8780 was implanted and connected to the pump. No further complications were reported/anticipated or expected.